Manufacturer narrative:
(B)(4). D10: cat# 110031011 lot# 67538419 28mm i.d. 42mm o.d. Size e bearing. Cat# 32833401200 lot# 67251488 cement restrictor seal. Cat# 00223200418 lot# 67683310 cable cerclage cable with crimp . Cat# 150367 lot# 6686916 oss cemented im stem 13x150. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one month post-implantation, the patient underwent a hip revision due to instability, loosening, and dislocation. The bearing had separated from the liner. When exchanging the liner, the cup fell out. The cup, liner, bearing, and head were revised. Attempts have been made and no further information has been provided.